Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The leak was described as approximately 3 ml of diluent that leaked near the blood sampling valve (bsv) of the analyzer. The leak was contained within the analyzer. The customer took the analyzer out of service. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves, glasses, and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(6) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and determined the customer had found worn tubing at fitting wire marker, wm8 of the blood sampling valve (bsv). The customer was able to fix the leak by trimming the tubing and reattaching it to fitting wm8 at the bsv. The fse confirmed the leak was corrected. (B)(4).